Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that, intermittently, there are line artifacts on images. A philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the customer¿s allegation and evaluated the system. The fse found detector 8 slice number 317 produced a faulty signal from the detector channel. This report was initially submitted regarding a cracked compensator in the a-plane collimator. However, the artifact was due to a faulty detector channel and not from a crack in the compensator. The fse masked (turned off) the faulty detector channel to resolve the issue; the artifact did not recur. There was no report of harm or misinterpretation as a result of the artifact. The system is in clinical use. This issue was determined not to be a reportable event.